Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? What tissue was being approximated or sutured when the pull off occurred?

Event description:
It was reported that a patient underwent a lateral a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing the wound during the cesarean section. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h4. H3 analysis summary: actual complaint sample was not received for investigation. Five retained samples of incident code ch345 and lot t9024 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The needle pull value meets the average in-house requirement. All the individual as well as average needle pull-off values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The following information was requested, but not available: were there any patient consequences? What tissue was being approximated or sutured when the pull off occurred? (B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, b5, d3. Corrected b5 narrative: it was reported that a patient underwent a lateral a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing the wound during the cesarean section. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.